Manufacturer narrative:
As reported, the fasteners of the optifix straight fixation device broke. As reported the device fastener will be returned for evaluation; however, at this time has not been received. Based on the information available and without having the sample to evaluate, no conclusions can be made at this time. A review of the manufacturing records was performed and found that the lot was manufactured to the specification. Addendum: this is an addendum to the initial MDR submitted to document the sample evaluation results. The reported event that the device deployed broken fasteners is confirmed by the broken fastener received with the return. Sample evaluation is inconclusive as the actual device was not returned. Based on the information available and without having the sample to evaluate, no conclusions can be made. Updated fields: b4, d9, g3, g6, h2, h3, h6, h10. Note: section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
As reported, during a procedure on (B)(6) 2026, the optifix straight fixation device malfunctioned, and no fasteners got fired; they were damaged. Reportedly, the broken fasteners were collected. There was no patient injury.

Event description:
As reported, during a procedure on (B)(6) 2026, the optifix straight fixation device malfunctioned, and no fasteners got fired; they were damaged. Reportedly, the broken fasteners were collected. There was no patient injury.

Manufacturer narrative:
As reported, the fasteners of the optifix straight fixation device broke. As reported the device fastener will be returned for evaluation; however, at this time has not been received. Based on the information available and without having the sample to evaluate, no conclusions can be made at this time. A review of the manufacturing records was performed and found that the lot was manufactured to the specification. Note: section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant/reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.